Event description:
A report of the patient experiencing pain at the ipg pocket site was received. A pocket revision was performed to relocate the ipg from the patient's back area to the abdomen area. The patient is reportedly doing well and no longer having pain.

Manufacturer narrative:
This is the final report.